Manufacturer narrative:
The computer was returned to the manufacturer. Functional testing found that the component had a failure with the ram. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The cpu was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that they were in the software and the system became unresponsive and exited to the medtronic screen. They rebooted, but it would only boot to the black medtronic logo where it would sit indefinitely. They rebooted again, and then it was only showing no input and the computer fan was cycling. They used a different system for the case.